Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant stent graft balloon was used during the endovascular treatment in a non mdt stent graft. It was reported during the index procedure, when an attempt was made to perform touch up with the reliant balloon catheter it became stuck inside the 14fr sheath and was difficult to pass. The device was replaced with non-medtronic product and passed without any issues. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.